Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no damage observed to the coil pushwire or the instant detacher.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil pusher wire got jammed into the instant detacher and wouldn't come out. The coil was not used, and the patient did not experience any injury or complications. The devices were preparedaccording to the instructions for use (IFU). The patient was undergoing treatment for gi bleed. The patient's blood flow and vessel tortuosity were normal.

Manufacturer narrative:
H3: during evaluation, a portion of the pushwire was found to be extending out from the instant detacher cap. An attempt was made to pull the pushwire segment out from the instant detacher; however, the pushwire was found to be stuck. The instant detacher was taken apart to evaluate the components. The pushwire was found to be stuck within the actuator. The pushwire segment was pulled out against high resistance. The surface around the bottom inner diameter of the instant detacher cap appeared to be clean and undamaged. The concerto pusher was found broken at the break indicator with the two segments retained by the release wire. The concerto pusher was found bent at 45.2cm and 91.1cm from the proximal end of the distal segment. The coin was found retracted out of the lumen. The shield coil was found intact, and the implant coil was already detached. The implant coil was found damaged. The coupler tube outer diameter (od) was measured to be 0.0160¿ at the undamaged section and found to be within specification (specification: 0.0160¿ ± 0.0002¿). The outer diameter of the actuator interface was measured to be 0.01195¿ which is within specification (specifications: 0.01200" ± 0.00035"). The inner diameter of the cap hole was measured to be 0.0151¿, which is within specification (specification: 0.0145¿ ± 0.0010¿). Based on the device analysis, the customer report of ¿pusher stuck in instant detacher¿ was confirmed. The coupler tube was found to have been either pushed or pulled through the instant detacher cap hole. During normal use, the coupler tube would have been stopped at cap, allowing only the actuator interface through the hole. The implant coil was found detached. However, as the break indicator was broken, and the release wire/coin was retracted out of the lumen stop, the device was detached as intended by the detach mechanism. The pusher was found bent and implant coil damaged, indicative of advancing against resistance or damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.